Event description:
It was reported that the patient presented remotely via merlin.net and subsequently follow up in clinic. It was noted that the right atrial (ra) lead exhibited oversensing noise resulting in inappropriate mode switch. The ra lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.